Event description:
The stapler misfired and did not deploy staples on lung tissue.

Event description:
Caller reports the inform meter appears to be burned at the base of the meter. Caller also states the plastic surrounding the connecter pins appears black and melted. No adverse event reported. Requested return of suspect device and replacement was sent.